Event description:
Nurse rec'd a needlestick injury while handling the container attempting to close the lid. The customer states unit was not overfilled. A microfine IV syringe was found protruding through the front right hand corner of the container.